Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 4atm for 15 seconds. The balloon was removed from the patient's body without any problem and the procedure was completed with another of the same device. No complications were reported and there was no problem with the patient condition post procedure.